Manufacturer narrative:
A review of the instrument service history revealed no contributing factors to the current complaint. There have been no further contacts from the field service representative (fsr) regarding a splashing incident or exposure after the clog was removed from the vacuum vessel drain valve. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the vacuum vessel drain valve. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the vacuum vessel drain valve or the arhcitect i2000sr processing module was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Field service representative (fsr) was splashed in the face on the side of the eyes and lip with waste fluid. He washed the exposed skin with water and 70% alcohol. Several hours later he washed his face with soap and water. No further treatment was provided. The customer reported a rv solenoid diverter failure error on the architect i2000sr processing module. The fsr found the vacuum accumulator was filled with waste and a sticky gel that wouldn't drain. Upon removal of the vacuum drain fitting he was splashed. No further impact/injury to the user was reported.